Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer had blood glucose levels of 498 mg/dl and 593 mg/dl. The customer reported feeling weak and shaky. Treated with manual injections and a bolus. Troubleshooting occured. Advised to monitor their blood glucose levels.